Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge was not opening. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). E.1 initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in a fridge was not opening. A technical support specialist followed up with the bd UK team via email and confirmed that the field service engineer replaced the irac board to resolve the issue. Then the technical support specialist (tss) closed the case as the issue had been resolved by the field service engineer (fse). The system functioned as intended after the field service engineer repaired the device.